Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device found the distal tip had broken and the catheter appeared wrinkled 2.7cm from the distal end of the catheter. Functional analysis showed that restriction was felt as a 0.0158' test mandrel advanced through the wrinkled section 2.7cm from the distal end. The investigation concluded that it is possible that the tip of the microcatheter broke when the pre-shaped mandrel was removed from the microcatheter. Therefore, a probable root cause of handling damage was assigned.

Event description:
During preparation as the device was unpacked, it was noticed that the radiopaque marker bands were not present on the curved tip of the device. Another similar catheter was utilized for the procedure. There was no patient involvement.

Event description:
During preparation as the device was unpacked, it was noticed that the radiopaque marker bands were not present on the curved tip of the device. Another similar catheter was utilized for the procedure. There was no patient involvement.